Event description:
Cryomaze wands (times 3) were given up onto the surgical field and when the surgeon bent the flexible end of the wand, the outer white covering cracked and broke. The three broken wands were taken off the field and placed back into their boxes.